Event description:
It was reported that the patient had surgery with another ophthalmologist and has since been referred to a different surgeon. Patient is complaining of halos in both eyes when looking directly at a light source at night. Patient started noticing these halos 2 months post-operatively. Patient has large pupil (5.5mm) so drops were used to bring pupil size down which did seem to work and helped with halos; however, patient is not tolerating the side effects of these drops so looking at alternative options. Reportedly, both lenses remain implanted. The surgeon will be seeing this patient again in two weeks. In follow-up, it was reported that the patient has not returned since the first visit. No follow-up appointment is scheduled. No further information was provided. Note: a separate medwatch report is being submitted for each eye.

Manufacturer narrative:
Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.